Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and noted error 23031 on startup. The fse replaced the right master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and upon visual inspection, the opto button pads were found to be missing and that would be related to the reported event. The mtm was installed onto an in-house system replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) and issues with the opto buttons was noted. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the opto buttons on the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the right-hand clutch was not functioning. The reporter requested the system to disable the right-hand controller. The tse recommended a power cycle, but the issue reoccurred upon reboot. The staff continued with the procedure despite the issue. There was no reported injury.